Event description:
It was reported while using bd phaseal¿ optima infusion connector c35-o the tubing and spike separated, and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: verbatim: patient was receiving chemotherapy and tubing came unattached at pharmacy non-drip tubing site. According to patient, nothing felt wet on his skin. But, a few drops of the chemotherapy medication were found on sheet and about a 4-inch circle found on chuck.

Manufacturer narrative:
H6: investigation summary no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for lot 2104501, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product undergoes inspections throughout the manufacturing process, including testing to verify all critical dimensions are within specification such as the luer threading. Results were reviewed for the reported lot and no issues were identified. Five retained samples from lot 2104501 were used for additional evaluation. All product was inspected, no damage was observed on the product and all luer dimensions were verified to be within the required specifications. Based on the available information we are not able to identify a root cause related to our manufacturing process at this time.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd phaseal¿ optima infusion connector c35-o the tubing and spike separated, and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: verbatim: patient was receiving chemotherapy and tubing came unattached at pharmacy non-drip tubing site. According to patient, nothing felt wet on his skin. But, a few drops of the chemotherapy medication were found on sheet and about a 4-inch circle found on chuck.